Manufacturer narrative:
(B)(4). The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report. The device was returned for analysis. The reported cuff miss/suture retrieval issue was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Reportedly, a second proglide device was flushed prior to use; however, once placed in the patient anatomy arterial flow from the marker lumen could not be confirmed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, after the plunger was retracted no sutures were present; a cuff miss was noticed. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The there was no reported clinically significant delay in the entire procedure. No additional information was provided.